Event description:
A healthcare professional reported that the pump was moving up and down in the abdomen but they did not have any details on the event. An MRI scan of the patient¿s low back was to be performed, though it was unclear if this was related to the device system or therapy. The medication infused was not specified.

Manufacturer narrative:
Concomitant products: product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2009, product type catheter. (B)(4).